Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/01/2010, 10/04/2010, 10/20/2010, and 10/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4)

Event description:
A surgeon reported, a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported the refractive surprise was due to the iol having rotated. He was unsure what caused the rotation, but does not blame the iol. Additional info has been requested.